Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic after feeling the patient notifier. In the event, the patient¿s atrial lead exhibited low impedance, a high capture threshold, and undersensing, and was also relaying noise. Programming changes were made. The patient will be monitored.